Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient scs system helped with the pain in the legs but it killed in the back. The patient underwent an explant procedure.